Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-00739.

Event description:
It was reported that while using the surgical fiber during a stone procedure, the fiber broke outside the scope and the output beam hit the surgeon in the chest. There was no damage to the surgeon's gown scrubs. The fiber was replaced and the procedure continued until the fiber again broke outside the scope, close to the surgeon. The output beam was reported to hit the surgeon on sleeve, leaving a small hole in his gown. The surgeon later reported bruising to the mobile provider during a follow up but has provided no additional information. There was no patient injury reported. This event is for the first surgical fiber used.